Event description:
It was reported in a printed literature article that the patient experienced a pseudoaneurysm requiring thrombin injection. Discharge was delayed for forty-eight hours. The implant and incident dates are between 2005 - 2006. Literature article from cardiovasc. Intervent radiol. (2007) 30, 182-187.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st.jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.